Event description:
Dealer states both motors are leaking grease and the joystick is showing a wrench. Dealer states the consumers carpeting is stained due to alleged leaking grease from the motors. No further information available.